Event description:
Event description guidant received information that this transvenous defibrillation lead oversensed atrial intrinsic activity, which resulted in double counting and inappropriate anti tachy pacing (atp) and a shock. This observation occurred the evening following the implant procedure. Lead measurements indicate that the lead had dislodged.